Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found.review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to user error contributed to the event.reported information states that the surgeon used the bone tamp to impact tasp into place when the instrument broke. The root cause is considered to be misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the physician had difficulty inserting the trial into place. The surgeon used a bone tamp to impact the provisional in place, which caused it to break. No adverse events have been reported as a result of the malfunction.